Event description:
It was reported the pt complained her scs ipg has become shallow and she is experiencing pain at the ipg site when she sits or when pressure is applied. The pt was advised to contact her physician regarding the pain at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.